Event description:
It was reported that upon interrogation, the right ventricular lead was noted to be oversensing. There was a significant number of episodes in the non-sustained ventricular tachycardia (vt-ns) zone, 96 episodes in the supra ventricular tachycardia (svt) zone and 315 short v-v interval counts occurring over the last 10 days. The physician will be notified and the clinic is aware of the lead issue and is monitoring the lead; it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).